Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained vt due to af with rapid ventricular response were observed. Intermittent undersensing was observed. The physician elected not to take any action. Patient condition was good.